Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the ok and enter buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated by product analysis on (B)(4) 2012, with the following findings: the ok button gives an intermittent response. All other buttons respond properly. Removed keypad and found contamination under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).